Event description:
Global affiliate baxter reported that a home pt (hp) may have been overfilled with fluid while using the homechoice pro cycler for apd therapy. Affiliate reported that the dialysis clinic contacted them regarding a hp that may have been overfilled after bypassing during therapy. Per global affiliate, there was no pt injury or medical intervention reported.